Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the trunk cable connector had dried glue on the latch and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.